Event description:
Reportedly, the patient, who carried a left ventricular assist device (lvad), died from unknown causes. Date of death was not provided. It is unknown whether the device was explanted.